Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related tho this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was experiencing tenderness at the ipg site and redness at the suture site. The patient underwent a debridement procedure and it was suspected to be a superficial infection due to the suture. The patient was hospitalized overnight and received IV antibiotics. Cultures were taken and were negative.